Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-may-2024, it was reported that patient faced event of tubing connector detached from infusion set (cannula part/base piece). The blood glucose level was 430 mg/dl. No further information was available.

Manufacturer narrative:
E1: (B)(6).